Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of hemorrhage, hematoma and perforation are listed in the perclose prostyle instructions for use as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties is likely user error. The subsequent treatment appears to be related to procedure circumstance. A plunger not being able to be removed indicates an out of sequence step was done, possibly damaging the follower causing the difficult activation (removal), difficult to open or close leading to the entrapment. However, this cannot be confirmed as the device was not returned for analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d09, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. H6: medical device problem code 2577 removed.

Event description:
Subsequent to the initially filed report, additional information was received. The plunger advanced normally. An attempt was made to remove the plunger prior to attempting to close the foot, however, the plunger would not retract. No additional information was provided.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a prostyle device via a 6f sheath hole after an interventional hepatic angio with y90 radioembolization treatment. Reportedly, the needle was advanced in the footplate, however, the needle would not fully deploy and the footplate could not be fully retracted. The device was locked in place within the artery. The device was forcibly retracted out of the artery as the patient was not a candidate for surgery due to comorbid conditions. Vessel damage with extravasation occurred, as well as formation of a hematoma. Additional vessel access was obtained. Balloon angioplasty was performed and manual compression was applied to treat the vessel and to achieve hemostasis. Additionally, the patient was given platelet transfusion to aid with hemostasis as the patient had chronic thrombocytopenia. There was no adverse patient sequela. A 5-hour delay in discharge was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.